Event description:
It was reported when using the bd vacutainer® multiple sample needle there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "when using the device, the client found the needle had burrs and green foreign bodies on the wall of the needle tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample needle there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "when using the device, the client found the needle had burrs and green foreign bodies on the wall of the needle tube."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/15/2022. H.6. Investigation: bd received a sample and three (3) photos for investigation. The sample and photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. A small green piece of fm adhering to the IV cannula was observed. No burrs were observed. Additionally, fifteen (15) retention samples from bd inventory, were evaluated by visual examination and the issues of fm and burrs was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. This complaint was unable to be confirmed for the indicated failure mode of burrs. Bd was not able to identify a root cause for the indicated failure modes. H3 other text : see h.10.